Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the usb cable issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. Reportedly, the customer ordered a new tandem charging cable. Additionally, it was reported that the pump battery could not be charged which resulted in the pump shutting off. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump.